Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch # r5av00. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported cannot be confirmed as the anvil was attached on the device completely and without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the device was brought to materials office with note that stated that the anvil separated from the stapler after firing. The staple line appeared intact but the ¿anvil had to be manually removed from the anus¿. It required the surgeon to retrieve the anvil manually with instruments. Added additional time to the procedure. There were no patient consequences reported.